Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient began treatment for the peritonitis with vancomycin, intravenously (dose, frequency, and duration was not reported). At the time of this report, the patient was currently being treated for the peritonitis with intraperitoneal (ip) vancomycin (dose, frequency, and duration was not reported). Four days after being admitted to the hospital, the patient was discharged. Two days later, while the nurse was visiting the patient at home, the patient received "some" retraining in aseptic technique. In three more days, the home patient and family were scheduled to receive full aseptic technique retraining. At the time of this report, the patient was fully recovered from the peritonitis event. No additional information is available.